Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were then completed to assess lead electrical performance and insulation integrity. All measurements were within normal limits indicating conductor and insulation continuity. Inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. The clinical observation could not be confirmed.

Manufacturer narrative:
This lead will be returned. Upon analysis this pi will be updated.

Event description:
Boston scientific received information that it was not possible to implant this right ventricular (rv) lead due to the patients anatomy. Attempting to position the rv lead to obtain normal measurements was not possible and it was alleged that the rv lead dislodged. The procedure was finished with another lead successfully. No adverse patient effects were reported.